Event description:
The event was reported as: circuits were leaking because adaptor cuff broke. Patient had to be bagged while circuit was changed. No patient injury reported. No further information available.

Manufacturer narrative:
Sample has been requested, but not received yet. Investigation is ongoing and is not available at the time of this report. A follow-up investigation report will be sent when available.